Event description:
Note: date of event is unknown. It was reported to boston scientific corporation on july 30, 2008, that a jagtome rx device was used for an endoscopic retrograde cholangiopancreatography (ercp) procedure (patient age, gender and weight unknown) on an unknown date. According to the complainant, the cutting wire was curved around the catheter and it was not possible to get a good bending in the cutting wire to do a sphincterotomy. The doctor and nurse also observed that the surface of the tip was irregular and not smooth. The procedure was completed with another of the same device. No patient complications were reported as a result of this event.

Manufacturer narrative:
No consequences or impact to patient. Bend, twisting a visual examination of the returned device noted the working length/distal tip was twisted and bent near the guidewire introducer port. The extrusion was ripped from the wide brown band where the manufactured open guidewire channel ends, to the tip, tearing open the closed extrusion through the distal tip. The exposed cutting wire was found to be misaligned. A functional evaluation found that the device would bow past 90 degrees, which meets the specification minimum of 90 degrees.